Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated they used a thermacare heat wrap (from pfizer, pt said there were magnets in them) about 10 days ago and pt said it "seemed to mess with my stimulator". Pt stated they would occasionally have strong pulsations of stimulation and seemed to mess up the timing of stimulator as well. Pt said the ins seemed to be back to normal now (pss asked if the ins went back to normal right after they took off the wrap, pt said it was hard to tell and pt wore the wrap to bed. Pt asked if they could continue use of the heat wraps. Pss reviewed no specific testing for thermacare heat wraps, and reviewed to discontinue use if pt used them and thought it was messing with their ins. Pt said they had not seen a doctor since ins was implanted, but dr. (B)(6) put the ins in.